Event description:
A customer reported that the equipment displayed a system error message, related to energy and voltage, and locked during the procedure. At the time of the event, case involved was to noted to have completed deepithelialization with ptk (photo therapeutic keratectomy). As subsequent surgery could not be completed, the doctor put a therapeutic lens to protect the eye until which time surgery could be completed. No patient harm has been reported. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).